Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ severe back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe menstrual pain") and adverse event ("abnormal symptorns"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure) and surgery (bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed in july 2012. At the time of the report, the uterine perforation, device dislocation and adverse event outcome was unknown and the back pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered adverse event, back pain, device dislocation, dysmenorrhoea, dyspareunia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6)2018: this case was found to be a duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ severe back pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe menstrual pain") and adverse event ("abnormal symptoms"). The patient was treated with bilateral salpingectomy and/or hysterectomy to remove the essure in (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation and adverse event outcome was unknown and the back pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered adverse event, back pain, device dislocation, dysmenorrhoea, dyspareunia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 10-oct-2017: event migration, perforation, severe abdominal pain and abnormal symptoms added and event severe back pain was clubbed with previously reported event. Essure start and stop date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (underwent a robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, back pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea and dyspareunia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.